Event description:
Nurse tried to remove the catheter, but met resistance. Doctor was able to remove catheter with much wiggling and pulling. Last part of tubing would not give and appeared to break. End of tubing appeared jagged. Pt had to go back in for surgery to remove broken catheter. Seven cm pieces were removed intact.

Manufacturer narrative:
Eval summary: the device involved in this incident was not released by the facility for evaluation. Without the actual product, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. The information provided indicates that the direction for use (dfu) were not followed. The dfu's state: "if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30-60 mins and try again. The pt's body movements may relieve the catheter to allow easier removal." "If the catheter is still difficult to remove, an x-ray is recommended." "Do not cut or forcefully remove the catheter." "Do not apply additional tension if the catheter begins to stretch." Based on this information, the technique used in the removal of the catheter may have contributed to the reported incident. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.